Manufacturer narrative:
Updated information: d3 MFR fax number added, d9 device return date added, h6 med dev prob code removed a1414.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp was inserted via the femoral artery to support the 71-year-old male patient who had been admitted in with indication of acute myocardial infarction and cardiogenic shock, presenting in scai stage e shock. The patient was supported by inotropes, vasopressors, and oxygen for respiratory needs. The patient had known history of coronary artery disease, diabetes, and renal insufficiency. On the day after implant the team was replacing the purge cassette and heard a grinding noise from the purge cassette/automated impella controller (aic) and had a purge error. The team tried again to replace the purge cassette and found the same thing and so decision was made to replace the aic. This is being conservatively reported for delay of therapy due to the temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no clinical consequence to the patient. On day 2 of the support the patient expired. The pump had supported for 42 hours when the patient expired. The death is conservatively being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage e.